Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare professional of the clinical study reported the patient had muscle weakness. The patient had improvement of paresis from 1 out of 5 on (B)(6) 2013 to 2 out of 5 on (B)(6) 2013. Revalidation was done on (B)(6) 2013. The event was considered resolved without sequelae in (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0206938300, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was paresis (right lower limb): sequelae of the epidural hematoma. No device deficiency was reported. No actions were taken as an intervention. Diagnostic methods included a physical/neurological exam which resulted in paresthesia and paresis of right low limb. The etiology was noted as possibly related to the device or therapy and related to the procedure. The etiology was lead/extension tract. Signs and symptoms included paresis.